Event description:
It was reported that the unit beeped and due to low oxygen, the patient went to the hospital. The patient's daughter stated she does not think the patient ever changed his cannula. The patient's daughter stated the patient couldn't walk because he had trouble breathing and couldn't get up and down stairs. The patient's daughter called a medical car service that took him to the ER and he was admitted to the hospital. The patient uses the device on a setting of 4 for 24 hours a day. The patient has a history of copd and apnea and was diagnosed with chf during his 6 day hospital stay at (B)(6) medical center. The patient was given supplemental oxygen and medications at the hospital.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.